Manufacturer narrative:
Device not returned.

Event description:
It was reported that a malfunction alarm occurred. There was no patient involvement, as the pump was being used for demonstration and was not being used on a customer at the time of the reported event.